Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) was valid at the time of sample processing. A mixer test was performed on the instrument and demonstrated that the sample mixer malfunctioned. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the sample mixer and repeated the mixer test, which recovered acceptably. Siemens further evaluated the incident, ruled out reagent issue as qc recovered within range on the day of testing, determined that the photometrics data demonstrated erratic reaction kinetics for the affected sample at the beginning of the reaction, and concluded that the sample mixer issue potentially contributed to the falsely depressed ecre_2 result. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated twice on the original instrument. The higher repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous ecre_2 result.